Event description:
A 78 y/o female with history of coronary artery disease and tachy-brady syndrome with chronic atrial fibrillation. Permanent pacemaker put in yrs ago. In recent week, she has noted recurrent, more frequent anginal type chest pain requiring nitrostat. Also, having problems with transtelephonic pacemaker checks. Found the problem to be the generator, even though generator was only 2 yrs old.